Event description:
Respiratory therapist reported that ventilator breath rate increased from 20 to 50 bpm. Patient was put back on ventilator after being removed for gi series. Patient was sedated and monitored for about an hour prior to removal from the unit. Patient ph elevated to 7.8 as a result. Ventilator set in CPAP +pps with peep of 5 and sensitivity set a 2 cmh20. The patient is now fine.